Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil returned inside the introducer sheath, and the pusher wire also returned. The main coil was observed bent, detached and stretched at coil arm section. Under the microscope it was observed that the main coil was observed bent, detached and stretched at coil arm section. The functional test could not be performed due the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification.

Event description:
Reportable based on the device analysis completed on 29may2023. It was reported that the device could not be advanced into the catheter. A 10mm x 40cm interlock-35 was used for embolization for a carotid aneurysm. During the procedure, the guidewire was first used for superselection, and after it was in place, the 5 french angiography catheter was used to reach the embolization position. The coil was unpacked and was continuously flushed with saline, and it was advanced while being flushed. However, it was found that the coil was stuck and stretched while being advanced. The device was removed from the patient together with the catheter. Furthermore, after the stretched part was cut short and reinstalled, it still could not be advanced. The procedure was completed with another interlock-35. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed that the main coil was detached.